Event description:
A 14.5mm reamer head splintered during a tibia revision and autograft harvest surgery. Two pieces splintered off and had to remain in the patient as the risk to remove the pieces outweighed the risk of leaving them in. The doctor and or staff felt may be a design flaw, as apparently these metal pieces are not very sturdy.